Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if the device is available

Event description:
It was reported that during a surgical procedure, the diamond bur was "chafing", it was also reported that the bur overheated and broke. It was also reported that the patient's skin was burnt. No medical intervention and no delays were reported as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, the diamond bur was "chafing", it was also reported that the bur overheated and broke. It was also reported that the patient's skin was burnt. No medical intervention and no delays were reported as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. D4: UDI is unknown as the part/lot number was not reported.